Event description:
It was stated that the customer was taken to the hospital due to high blood glucose levels and dehydration. The customer's blood glucose levels were above 600 mg/dl. Prior to the event, the customer had been experiencing high blood levels for two days, as well as no delivery alarms. It was stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump passed the leadscrew test. It was also stated that the customer has to press the buttons multiple times before getting a response. Troubleshooting was conducted, but the problem continued. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.